Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 06/05/2026, the patient experienced symptoms including lightheadedness and frequent urination. The cgm readings were described as erratic (¿jumpy¿). A fingerstick blood glucose measurement was taken, at which time the cgm displayed a value of 100 mg/dl, while the bg meter reading was 400 mg/dl. The patient was transported to the hospital by their mother. Upon arrival, a fingerstick measurement confirmed a blood glucose level of 400 mg/dl. The patient did not bring the cgm receiver to the hospital. At the hospital, the patient received treatment consisting of intravenous fluids, glucose-lowering medication (¿sugar medicine¿), and insulin administered via injection or pump. No additional medications were reported. The patient remained hospitalized for more than 24 hours and was discharged the following day. At the time of reporting, the patient was stable and feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.